Event description:
Additional information received from the healthcare provider (hcp) indicated that patient had been on morphine sulfate for the last several years. It was not known why pump alarmed during MRI. The pump was turned off due to "narcotic induced pedal edema."

Event description:
All follow-up information regarding an alarm that occurred after the patient had an MRI will be sent in a separate manufacturer¿s report.

Event description:
Additional information: it was reported that the patient's pump had been in the "off" mode for months. The pump was removed due to the patient's request 2012 (B)(6).

Event description:
The patient reported that she had an allergic reaction to the morphine in her pump. The health care provider turned off the pump as of (B)(6) 2012. The pump had been empty since and per the reporter they were talking about scheduling a pump removal. The patient also reported that an MRI was done (B)(6) 2012 and the pump started to alarm. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w lot # implanted on: (B)(4) , explanted on: unknown. (B)(4).